Event description:
It was reported that post coronary drug eluting stenting treatment procedures, restenosis and target lesion revascularization (tlr) occurred. Follow up evaluations were performed for a hundred patients who had a taxus express2 stent implanted. The physician reported that 13% restenosis and 4% tlr were identified in the follow-up group. Detail of the patients information, implanted stents, and procedures were unknown. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.